Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a stuck button. The customer¿s blood glucose was 240 mg/dl at the time of incident. Customer's parent stated that the insulin pump buttons were sticking and unresponsive. No significant event leading to stuck button was observed. Stuck button troubleshooting was performed and confirmed that the insulin pump button was not pressed down for 3 minutes or longer and it was not exposed to a change in altitude. The customer's parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed displacement test and self test. All buttons functioning properly. No damage in the keypad assembly noted. Connector on electrical board was inspected and properly connected. Device received with cracked retainer, minor scratched display window and scratched case.